Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device failed preventative maintenance as a new motor control board was needed. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device failed preventative maintenance as a new motor control board was needed. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced upper transducer due to check IV set error. Replaced damaged motor controller board lead lified trace u1. Replaced broken ail sensor right side, and damaged door keypad. Replaced broken bezel assy upper clip. Replaced rear case under recall. A review of the device history record for (B)(6) was performed from date of manufacture 09/27/2005 to present date 01/15/2021, and note that this device has been returned for service twice, which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the upper pressure sensor causing check IV set error. A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA#ca-2014-0284 for ail. CAPA #pa-2014-0026 for pressure sensors. CAPA #ca-2015-0209 for keypad.

Event description:
It was reported that the device failed preventative maintenance as a new motor control board was needed. There was no patient involvement.